Event description:
It was reported to anchor products that after the specimen was placed in the retrieval bag, upon extraction, the inferior most portion of the seam split apart allowing the contents to spill into the abdomen.

Manufacturer narrative:
This event remains under investigation.